Manufacturer narrative:
Upon completion of the investigation, the catheter was visually inspected and it was noted that a tear / cut was in the catheter. This could be due to a sharp or pointed object coming in contact with the catheter during implant or explant however this could not be confirmed. As noted in the IFU, catheters have a low cut / tear resistance. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Please be advised that per the new matrix on (B)(4) 2013, this event is being re-classified as a serious injury. Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the product was implanted. During the surgery, when the surgeon tried to use the ventricular catheter, a tear was found around the 3inches (8cm) from the tip of the catheter. Another product was used to complete the case. There were no adverse consequences to the patient. No greater than 30 minute surgical delay was reported.